Event description:
As reported: "there was difficulty in inserting the nail in a supracondylar fracture after tka. Due to poor alignment, a small fracture occurred during nail insertion. After that the nail was removed and two screws were placed across the fracture. There is an open wound, and once the infection has subsided, plate fixation surgery is scheduled to be performed on (B)(6).".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Due to the lack of evidence, such as x-ray images and more complete information, it was not possible to determine what caused the reported poor alignment, which led to the intra-operative bone fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "there was difficulty in inserting the nail in a supracondylar fracture after tka. Due to poor alignment, a small fracture occurred during nail insertion. After that the nail was removed and two screws were placed across the fracture. There is an open wound, and once the infection has subsided, plate fixation surgery is scheduled to be performed on (B)(6)."